Manufacturer narrative:
The field service engineer (fse) found that special washes were not programmed for gent testing. The fse activated the special washes and ran a carryover test. The redraw sample was repeated twice and the results were consistent. The investigation is ongoing.

Event description:
The initial reporter received questionable qms gentamicin immunoassay results from 1 patient on a cobas 8000 cobas c 502 module. On (B)(6) 2022, the initial gent result was 4.5 ug/ml. The result was questioned and the sample was repeated. The repeat result was 1.4 ug/ml. On (B)(6) 2022, a new sample was collected and the initial result was 3.1 ug/ml. The physician questioned the result and the sample was repeated. The repeat result was 1.7 ug/ml. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The gent reagent lot is 74472252 and the expiration date is 31-dec-2023. The alarm trace did not contain a conspicuous event. The service actions (activating the special washes) resolved the issue.